Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was under delivering. They stated that the rate was set to 36ml/hr and the dose was 360ml and that it "was only giving about a quarter of the fluid overnight". Mmd did follow up with the initial reporter, who stated that there had been no negative effects to the patient and that no additional information was available. (B)(4).